Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited increased pacing thresholds and an increase in pacing impedance measurements from 650 ohms one year ago to recent measurements of 1,400 ohms. The root cause was not determined. An invasive procedure was performed. The crt-d was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.